Manufacturer narrative:
Per patient's surgeon, the device was explanted on (B)(6) 2013; it is unknown if the patient will be reimplanted with a new device as of the date of this report, (B)(4) 2013. This report is filed (B)(4) 2013.

Event description:
Per the clinic, the patient was hospitalized (date and length of hospitalization not reported) to assist with inflammation of implanted site. The patient was treated with antibiotics (type and amount not reported). Additional information has been requested but has not been made available as of the date of this report, (B)(4). The implanted device remains.

Manufacturer narrative:
Per the surgeon, there are plans to reimplant the patient with another manufacturer's device, but it has not occurred as of the date of this report, (B)(4) 2013. This report is filed on (B)(4) 2013.

Manufacturer narrative:
(B)(4). Implanted device remains.